Event description:
Pt is on home dialysis on the nxstage ca170 system. Pt was in priming mode and experienced a dialysis cartridge leak. Second leak was during dialysis treatment. Pt was able to return blood. Dialysis treatment was not completed.